Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of connection issues were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ needle-free connector connection was loose and leaked. The following information was provided by the initial reporter: today, the doctor ordered the patient to carry out the chemotherapy, the infusion process was successful, the flushing tube before infusion was successful without leakage. When sealing the tube after infusion for the patient, it was found that the bd joint did not match the supporting pre-filled joint, and the flushing liquid leaked out from the joint. The nurse doubted whether it was good connection, and removed the pre-filled tube for two times of connection and there was still leakage in the flushing tube.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector connection was loose and leaked. The following information was provided by the initial reporter: today, the doctor ordered the patient to carry out the chemotherapy, the infusion process was successful, the flushing tube before infusion was successful without leakage. When sealing the tube after infusion for the patient, it was found that the bd joint did not match the supporting pre-filled joint, and the flushing liquid leaked out from the joint. The nurse doubted whether it was good connection, and removed the pre-filled tube for two times of connection and there was still leakage in the flushing tube.